Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complain is related to MDR #1828100-2014-00050. Per the perfusionist, there were three to four pump jams repeatedly prior to pump shut off. During a second pump run, five more times but not repeatedly. The pump only shut off one time. This unit was used for the remainder of the procedure and then changed out. Troubleshooting entailed resetting pump occlusion and checking the tubing in the raceway. The pump continued to jam if started at a low speed, but when turned on quickly would not jam no error codes were seen (but the pump did shut off, so may have missed any). Audible tones, unknown. There had to return to bypass two hours after initial issues and the problem returned with jamming but not shutting off. The perfusionist stated that the patient was weaned from cpb without issue and that the post-operative course was without indication of harm.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump shut off. This pump was being used for cardioplegia. The device was not changed out, as the pump was used for the remainder of the procedure and then changed out. There was a one to two minute delay upon cross clamping while the pump shut off. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient.